Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batch 47773 exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Customers will be notified through a remedial action adc fa1197-2010.

Event description:
Customer reported receiving ER rating readings on their adc blood glucose meter while using an affected test strip lot. Customer reported receiving readings of 25 mg/dl and 107 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.